Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. D4 expiration date - added. Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. During visual inspection, the guidewire was returned broken/fractured in 2 segments (distal and proximal segment). It is probable that the device fractured during the manipulation of device in the tortuous turn near neck of aneurysm. The proximal segment was inspected and the nitinol tubing was broken with no core wire exposed. The distal segment was inspected and the nitinol tubing was broken with the core wire exposed and broken. The core wire distal end was observed through the distal tip dome. The hydrophilic coating was hydrated and there were no other anomalies noted. The ptfe coating was examined under magnification and the coating was peeling/peeled/scraped off in multiple areas. A functional test could not be confirmed as the device was damaged. The event was confirmed based on the damage noted to the returned device. The device failed to meet specification when returned for analysis. The reported event of guidewire does not have smooth movement could not be confirmed during analysis, however the damage noted to the device is consistent with the reported event. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to preparation of the device, there were no anomalies noted to the device during initial inspection and preparation, the device was prepared as per the dfu, the dispenser hoop was flushed before removing the guidewire and there was no resistance encountered removing the guidewire from the dispenser hoop. The guidewire tip was shaped 45 degrees, continuous flush was maintained for the duration of the procedure, a headway 21 microcatheter was used in the procedure and used to complete the procedure. There were no other difficulties encountered during the usage of the device that could have contributed to the issue. The procedure was completed successfully. There were no unanticipated medical procedures/treatments/therapy administered in relation to the alleged event or product malfunction. Aspiration was used to retrieve the distal broken wire. It would not have been used otherwise. There were no unanticipated medical procedures/treatments/therapy administered in relation to the alleged event or product malfunction. An assignable cause of procedural factors will be assigned to the reported and analyzed guidewire distal tip broken/fractured during use in addition to the reported guidewire does not have smooth movement and guidewire distal patient medical or surgical intervention required as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. Analysis of the returned device found the ptfe was peeled off/peeling/scraped off between from the proximal end which indicates the ptfe encountered an interaction with another device. However this cannot be confirmed as the torque device and the introducer sheath were not returned for analysis. Therefore, a cause of undeterminable has been assigned to the as analyzed 'nv - guidewire ptfe coating peeling'.

Event description:
It was reported that during the procedure, the physician was taking the guidewire (subject device) and a microcatheter around a tortuous turn near neck of aneurysm when the subject guidewire stopped moving. He advanced the microcatheter over the subject guidewire and pulled it back. The subject guidewire came back except distal portion which remained inside microcatheter. The physician then aspirated through the microcatheter to retrieve the distal broken portion of the subject guidewire back out of microcatheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Event description:
It was reported that during the procedure, the physician was taking the guidewire (subject device) and a microcatheter around a tortuous turn near neck of aneurysm when the subject guidewire stopped moving. He advanced the microcatheter over the subject guidewire and pulled it back. The subject guidewire came back except distal portion which remained inside microcatheter. The physician then aspirated through the microcatheter to retrieve the distal broken portion of the subject guidewire back out of microcatheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.